Event description:
It was reported that the external pulse generator did not pass its scheduled maintenance inspection. Follow up determined that it was outside of tolerance when reading some sensitivities, but that it may be due to the new pacemaker analyzer that the hospital was using to test as well. The hospital sent this generator in to help them to clarify. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. It was noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, heart block, and heart wire contacts were contaminated, the battery contacts were compressed, the ring and two side bails were missing/bent, the battery drawer was broken, the display was out of specification with pixels bleeding and the gasket seeping out and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.